Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units machine is not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the machine and found machine not switching on, either on battery or power. The fse found power supply defective so the fse replaced the power supply to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.